Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: b5, e3, g2, h6 medical device problem code additional information: melissa, a perfusionist it was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had condensation in the helium tubing. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer was concerned with the amount of condensate present. They reported no alarms at the time, personnel explained the cold environment of the operating room (or) could have cause the amount of condensation, however, the pump should be able to care of the condensate. The customer requested steps on how to discard, if needed. Personnel explained the steps by placing the pump on standby, removing the helium extender tubing from the balloon catheter and the pump console, discarding the condensate, reconnecting, and resuming therapy by pressing the start button. Direct contact information was provided and the customer was asked to call back if they were to have any other troubleshooting needs.

Event description:
This complaint was received through a call. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp), called inquiring about condensation in the helium tubing and concerned with the amount of condensate present. There was no patient harm or injury reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp), called inquiring about condensation in the helium tubing and concerned with the amount of condensate present. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.